Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating of grasping section was partially missing. Both the probe tip and the grasping section had contact marks with each other. The ptfe pad was worn. When we closed the grasping section and activated seal mode, short circuit error was reproduced. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a laparoscopic assisted total gastrectomy, the subject device was used. After the 2nd time of output from the beginning of use, seal & cut short circuit error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported. As a result of evaluation of omsc on january 12, 2017, omsc confirmed that the coating of grasping section was partially missing. It was not reported that the fragment of the coating fell into the patient.